Event description:
During enlargement of the capsular bag, the surgeon noticed the scissor wasn't cutting. Upon completion of the procedure during closure it was noticed that the scissor was missing a blade. The broken blade was later found on the surgical drape. There was no impact to the patient and the procedure was finished as planned.

Manufacturer narrative:
During the evaluation there was evidence that the scissor was cleaned using an acidic chemical which is known to cause the scissors to become brittle and prone to breakage.